Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir was leaking. The customer's blood glucose level was 301 mg/dl at the time of the incident. The customer reported the insulin pump got had fluid inside. Troubleshooting was not provided. The reservoir will return for analysis.